Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose level was 11 mmol/l. Technical support instructed the caller on several troubleshooting steps, including trying different power sources and charging cables, but the issue persisted. Reportedly, customer contacted their healthcare provider for an alternate method of insulin therapy.